Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Investigation: harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. A review of the certificate of compliance (attached) shows that this lot met all acceptance criteria for release. As the reported adverse event did not relate to activities associated with the manufacture of this lot, further review of the DHR was not performed for this complaint record. Root cause: based on the clinical findings, the use of the expired set was caused by operator error.

Event description:
Per the customer, the product was injected into the patient and no adverse reaction to the injection occured. The patient experienced no problems from the treatment. Customer declined to provide patient ID and weight.

Manufacturer narrative:
Additional product code: fmf correction: the sales representative was retrained and will now locate and verify expiration date on set before bringing into the customer facility. The sales representative communicated with nursing staff and retrained members at the customer site as to location of expiration dates on set components. Investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable was used on a patient. The bone marrow aspirate concentrate (bmac) disposable was labeled with an expiration date of 4/2019. The procedure was performed on (B)(6) 2019. Patient identifier and weight are unknown at this time. Per the customer the product was not transfused back to the patient. The disposable set is not available for return because it was discarded by the customer

Manufacturer narrative:
This report is being filed to provide additional information in description of event or problem. Investigation is in process. A follow-up report will be provided.

Event description:
Per the customer, no adverse reaction occurred, and the patient experienced no problems from the treatment.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation is in process. A follow-up report will be provided.